Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 300-400 mg/dl. The customer alleged that there was a problem with the pump, however this could not be confirmed as tandem technical support made multiple attempts to follow up with the customer, however, no response received. Reportedly, the customer reverted to manual injections for insulin therapy.